Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09261. The pt is implanted with a paddle lead and a percutaneous lead. It has been reported the pt had been experiencing inadequate stimulation in the desired pain pattern. X-rays revealed the paddle lead had migrated. Pt underwent surgical intervention to explant and replace the paddle lead with a different model lead. During the procedure, the physician also elected to reposition the percutaneous lead over midline. No further pt complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.